Event description:
Affiliate reports an unspecified need for medical intervention during which the drainage tube that connected to the implanted valve was cut under the ligature and disconnected. After this intervention, the device was functional, however, 5 days later, pt displayed symptoms of increased cerebral pressure. The valve pressure was adjusted but the pt still exhibited the symptoms. The valve was explanted and replaced. During the explant surgery, cerebrospinal fluid was found leaking from the valve into the wound. The surgeon recognized a crack of the plastic body and a dislocation of the valve's antisiphon device.